Manufacturer narrative:
The manufacturer did not yet receive the devices, but as mentioned by complainant, they will be available and sent back for investigation. X-rays and surgical reports were provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. As soon as additional information become available and an investigation result be available an updated report will be submitted. Zimmer's reference number (B)(4).

Event description:
It is reported that pt was implanted on (B)(6) 2006 with a sulox-head 28 's' 12/14 on the right side. On follow up x-rays taken in (B)(6) 2012 no anomalies were seen. Then on follow up x-rays taken on (B)(6) 2014, a fracture of the ceramic head was detected. The revision surgery has taken place on (B)(6) 2014 due to the fracture of the ceramic head. It is also reported that the fracture of the ceramic head occurred due to wearing a heavy load, no trauma was reported.